Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a new replacement pump, and did not realize that the carbohydrate settings were turned "off". The customer attempted to deliver a food bolus request for 20 grams of carbohydrates, but inadvertently began to deliver a bolus request for 20 units. Then, the customer cancelled the bolus; however, did not know how much insulin had been delivered. The customer reported a blood glucose level of 60 mg/dl, which was treated by consuming apple juice. Tandem technical support assisted the customer on successfully adjusting the pump to the desired settings.